Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed a bilateral needle-to-cuff miss as evidenced by both cuffs remaining in their respective foot pockets and both needles remaining undisturbed. The posterior needle tip was found inside the guide tube along with the rail suture. Because the cuffs did not engage with the needles, the suture could not be retrieved when retracting the needle plunger. Subsequently, the knot would not form to advance to the arterial surface to close the vessel as intended. Possible contributing factors for a bilateral needle-to-cuff miss included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. During lab testing, the needle plunger was inserted resulting in acceptable needle trajectory and push mandrel travel that met the manufacturing criteria. Additionally, the needle trajectory of every device is verified during manufacturing. The anterior cuff successfully captured the anterior needle during the needle plunger insertion. There were no challenging anatomical conditions reported. The observed damage is consistent with proximally retracting the needle plunger prior to depressing it to deploy the needles, resulting in the detachable posterior needle tip being withdrawn into the guide tube. This is an incorrect deployment sequence per the instructions for use (IFU), and consistent with the reported information that the physician was not trained. Therefore, based on the investigation findings, the probable cause for the bilateral needle-to-cuff miss is incorrect deployment technique. The IFU states under smc device placement section, while maintaining device position, deploy needles by pushing on the plunger assembly until the collar of the plunger makes contact with the proximal end of the body. Visually confirm that the collar of the plunger is in contact with the body of the device. Disengage the needles by pulling the plunger assembly back and completely remove the plunger and needles from the body of the device. One suture limb will be attached to one end of a link. The other end of the link will be attached to the anterior needle. The posterior needle will be free of suture. Pull back on the plunger until the suture is pulled taut. In addition, the IFU, under the caution section, states that federal law restricts this device to sale by or on the order of a physician or allied healthcare professionals, authorized by, or under the direction of, such physicians who is trained in diagnostic and therapeutic catheterization procedures and who has been trained by an authorized representative of abbott vascular. A review of the lot history record for the reported lot revealed no nonconforming material report associated with this lot. A query of the complaint-handling database for lot was performed and found no indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. A quality control audit inspection is performed to verify product quality. In addition, a sampling of finished devices is destructively tested, to include suture placement, to verify the functionality of the device.

Event description:
It was reported that prior to endograft procedure, pre-close placement of the sutures in the right common femoral artery was attempted using perclose proglide devices. The first proglide device suture was successfully deployed in the desired location. Reportedly, during an attempt to deploy the second proglide device suture, a needle-to-cuff miss occurred. When the needle plunger was removed, there was no suture present on the needles due to the anterior cuff not capturing the anterior needle. The device was removed over a guide wire and third proglide device was successfully deployed. After the endograft procedure was completed, the sutures were used to achieve hemostasis. There were no reported adverse patient sequelae. The physician is not trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - operator not trained. The perclose proglide device IFU states, the perclose proglide device should be used only by operators trained in diagnostic and therapeutic catheterization procedures who have been certified by an authorized representative of (B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.